Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The motor was just installed on the 30th and it was working fine but after the dealer left, the end user called alleging that the motor is working intermittently, so the dealer did some troubleshooting over the phone. The dealer went out the next day to look at it and he alleges it's also grinding. (B)(4).